Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the patient experienced ventricular asystole and transcutaneous pacing was needed. When the device was programmed to bipolar pacing, the problem ceased. It was determined that the ipg was unable to pace due to inability to secure a lead into the device with the setscrew. The ipg was attempted but not used and an alternative device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material on the bottom of the right ventricular grommet. The returned device indicated foreign material on right ventricular set screw threads, a rounded right ventricular setscrew socket with foreign material in the socket. If information is provided in the future, a supplemental report will be issued.